Event description:
It was reported via clinic notes that the pt was experiencing an increase in seizures in (B)(6) 2011 so the physician had elected to replace the generator this summer per mother's request. Attempts for further info have been unsuccessful to date.